Manufacturer narrative:
Zimvie complaint number (B)(4). PMA/510(k) number : k011245 and k002188.

Event description:
It was reported implant removed as it relocated into the sinus, also infection reported. Inflammation and pain reported as a consequence of the event. Collagen membrane placed

Event description:
It was reported implant removed as it relocated into the sinus, also infection reported. Inflammation and pain reported as a consequence of the event. Collagen membrane placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). H10: additional narrative: one tapered swissplus implant, (spwb10) was returned for evaluation. Visual/physical evaluation of the as returned product identified damages around the collar, possibly due to removal but no apparent signs of malfunction. The device was attached to a crown. Functional testing could not be performed due to that nature of the device and event. DHR review was completed for the subject lot number 63523958. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63523958 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: relocation into sinus. Therefore, based on the available information, device malfunction has not occurred. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable.